Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported on (B)(6) 2018, by a peritoneal dialysis patient that when the cycler was last used on (B)(6) 2018, the patient was overfilled. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred, during drain (manual stat drain) where 4253ml drained. This drain is 251% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 1695ml is 3051ml. Therefore, a reportable malfunction has occurred. The patient¿s treatment was terminated and the patient performed a manual drain. The patient was advised to discontinue use of the cycler and to notify the peritoneal dialysis nurse of the alleged event. The patient was performing continuous ambulatory peritoneal dialysis. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the reported symptom (iipv (dv > 200% of fv)) was not confirmed. The reported symptom (fc fill complication encountered) was not confirmed. The reported symptom (dc drain complication encountered) was not confirmed. The reported symptom code (operation questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. The reported symptom (scale reading error warning) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
"."